Event description:
It is reported that the pt was revised due to osteolysis, pain, and a severe baker's cyst medial with restricted mobility. Implant date was (B)(6) 1999.

Manufacturer narrative:
Info was received from a foreign source who is not required to complete form 3500a. Eval summary: no parts were returned with the complaint for eval. The investigation could not verify or identify any evidence of product contribution to the reported problem. A definitive root cause cannot be determined with the info provided. However, the complaint may be revised upon return of product and/or add'l info. The device history records were reviewed for item # (B)(4), lot# 1311758 and found to be conforming; indicating the devices were mfg, inspected and packaged to specs. The device history records for all other parts were not able to be reviewed as the item and lot numbers are unk.